Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported that they had their stimulator put in on (B)(6). Pt reported getting no relief with back pain. Pt reported it seemed to be growing like going all up their back to neck and shoulders. If they turn their device up on level a b or c the base and prime its vibrates the hell out of their legs. Pt noted it's been doing this for months. Pt's back was killing me. Pt was struggling to function, sleep relax. Pt was beyond frustrated by this. Pt noted this was a big surgery for and they've given it months and no luck. Agent emailed pt back and redirected them to their healthcare provider (hcp) for further assistance.